Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with cracked case.

Event description:
The customer reported via phone call that they experienced high blood glucose and also insulin pump was exposed to moisture. The customer¿s blood glucose level was 347 mg/dl. The customer¿s current blood glucose value was 230 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer does not allege under delivery. Customer stated the drive support cap is flush. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.